Event description:
Complainant alleged that while attempting to pace a patient, the device displayed a "pacer leads off" message inappropriately. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.